Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after implant, the pressure setting was adjusted to 2.5. The patient¿s ventricles continued to become smaller and appeared to be a slit ventricle. The device was replaced with a different manufacturer¿s device and the patient¿s condition of a slit ventricle improved. The patient¿s status was listed as no injury.

Manufacturer narrative:
Patient weight updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that it appeared the valve was excessively draining.